Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of chronic abdominal pain ('abdominal pain / pain in the hypogastrium / chronic abdominal pain'), pelvic pain ('pelvic pain / pelvic pain / continuous pelvic pain'), pelvic inflammatory disease ('inflammation of the hypogastrium') and perforation ('organ perforation') in a 37-year-old female patient who had essure (batch no. 936678) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included facial pain (started in the upper left canine fossa towards the homolateral inner canthus with posterior rhinorrhea as an iron rod piercing her face.) On (B)(6) 2014, ureterocele (the lithiasis was removed.) On (B)(6) 2013, headache on (B)(6) 2013, sinusitis (she attended consultations on (B)(6) 2013.) On (B)(6) 2013, endometrial polyp (and normal tubes) on (B)(6) 2013, dyspnea on (B)(6) 2012, upper respiratory infection on(B)(6) 2012, back pain in 2011, kidney stones, multigravida (pregnancies 2 births 2; one of her pregnancies was on 2006.), menstruation normal (eumenorrhea) and renal colic. Previously administered products included for contraception: cerazette on (B)(6) 2013; for an unreported indication: gabapentin on (B)(6) 2013 and tryptizol on (B)(6) 2013. Concurrent conditions included coagulation disorder (antithrombin iii deficiency) since 2006, drug intolerance (hormonal contraceptive) and arterial hypertension. Family history included breast cancer (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) for allergy, paracetamol for analgesic therapy, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since (B)(6) 2019 for arthromyalgia, methylprednisolone (urbason) since (B)(6) 2019 for edema uvula and dyspnea, metamizole magnesium (nolotil) for pain, ascorbic acid;beta glucan (imunoglukan p4h) since (B)(6) 2016 for preoperative care, antibiotics since (B)(6) 2016 for sinusitis, ciprofloxacin, fosfomycin since (B)(6) 2017 and nitrofurantoin since (B)(6) 2016 for urinary tract infection as well as dexketoprofen trometamol (enantyum) until (B)(6) 2015, diclofenac sodium (voltaren), enoxaparin sodium (clexane), paroxetine, polycarbophil;sodium acetate (hidrafemme), prasterone (intrarosa) and pregabalin (gatica). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced corneal oedema ("corneal edema (accidental exposure to caustic)"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced the first episode of headache ("headache improvement"). On (B)(6) 2014, the patient experienced the first episode of anal fissure ("long-standing anal fissure (now closed and asymptomatic)"). On (B)(6) 2014, the patient underwent nasal operation ("left nasal endoscopic surgery"). On (B)(6) 2014, the patient experienced frontal headache ("intense pain in the left frontal area"). On (B)(6) 2015, the patient experienced hypertension ("arterial hypertension"). On (B)(6) 2015, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In (B)(6) 2015, the patient experienced neck pain ("cervical pain"). In (B)(6) 2015, the patient experienced dyspepsia ("mixed dyspepsia"). On (B)(6) 2016, the patient experienced pain ankle ("right subtalar pain"). On (B)(6) 2016, the patient experienced abdominal pain nos ("non-specific abdominal pain") and the first episode of urinary tract infection ("urinary tract infection"). In 2016, the patient experienced menstruation irregular ("menstrual irregularities") and was found to have weight increased ("weight gain of 4 kg"). On (B)(6) 2016, the patient experienced epigastric pain ("epigastric pain with reflux"), gastrooesophageal reflux disease ("epigastric pain with reflux") and heartburn ("long-standing heartburn"). On (B)(6) 2016, the patient experienced pain ("non-specific pain") and menorrhagia ("increased flow"). On (B)(6) 2016, the patient experienced dysuria ("urination difficulty and urgency"), micturition urgency ("urination difficulty and urgency") and stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2016, the patient experienced coccydynia ("coccyx pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium") and pollakiuria ("pollakiuria and dysthermic sensation"). On (B)(6) 2016, the patient experienced the first episode of sinusitis ("episodes of sinusitis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of headache ("headache secondary") and spinal pain ("cervical pain"). On (B)(6) 2017, the patient experienced the second episode of sinusitis ("episode of left sinusitis") and the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced obesity ("obesity"). In (B)(6) 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced muscle contracture ("left trapezius contracture"). On (B)(6) -2018, the patient experienced pyrexia ("episode of fever of up to 37.8 ° c"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding (in an amount similar to menstruation)"). On (B)(6) 2018, the patient experienced plantar fasciitis ("right foot plantar fasciitis") and arthritic pains ("left hand third finger arthritis"). On (B)(6) 2019, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2019, the patient experienced lumbo-sacral pain ("lumbosacral pain"). On (B)(6) 2019, the patient experienced musculoskeletal pain ("diffuse arthromyalgia ( specially located on the front of the thighs and elbows) intermittently and more intense at the end of the day"). On (B)(6) 2019, the patient experienced the second episode of anal fissure ("anal fissure"). On (B)(6) 2019, the patient experienced rotator cuff syndrome ("right subacromial syndrome"). On (B)(6) 2019, the patient experienced shoulder pain ("pain in the right shoulder"). On (B)(6) 2019, the patient experienced sacral pain ("sacral pain"). On (B)(6) 2020, the patient experienced menopausal symptoms ("climacteric symptoms (mainly associated with hot flashes, irritability and drowsiness)"). On an unknown date, the patient experienced chronic abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), vaginal infection ("vaginal infection"), swelling ("swelling"), anxiety ("anxiety"), flatulence ("gas"), stomach pain ("stomach pain"), premenstrual syndrome ("premenstrual syndrome"), palatal oedema ("two episodes of uvula edema") and pain in extremity ("tarsalgia"). The patient was hospitalized from (B)(6) 2018. The patient was treated with herbal remedies for treatment of premenstrual syndrome or dysmenorrhoea, ibuprofen, cramberry (1 every 24 hours for 3 months) and pelvic floor exercises were recommended, infiltration was carried out, infiltration with local anesthetic was performed and physiotherapy treatment was prescribed., physical therapy, surgery (total hysterectomy technique with laparoscopic double salpingectomy), foot infiltration and rehabilitation treatment was prescribed. Essure was removed on (B)(6) 2018. At the time of the report, the chronic abdominal pain, pelvic pain, pelvic inflammatory disease, perforation, dysmenorrhoea, abdominal pain lower, abdominal pain nos, abdominal pain, sacral pain, lumbo-sacral pain, pain, menorrhagia, menstruation irregular, genital haemorrhage, the last episode of amenorrhoea, vaginal haemorrhage, vaginal infection, frontal headache, the last episode of headache, swelling, anxiety, flatulence, stomach pain, weight increased, obesity, premenstrual syndrome, pyrexia, menopausal symptoms, corneal oedema, nasal operation, neck pain, pain ankle, hypertension, dyspepsia, epigastric pain, gastrooesophageal reflux disease, heartburn, the last episode of sinusitis, dysuria, micturition urgency, stress urinary incontinence, coccydynia, pollakiuria, spinal pain, the last episode of urinary tract infection, muscle contracture, plantar fasciitis, arthritic pains, palatal oedema, dyspnoea, rotator cuff syndrome, musculoskeletal pain, the last episode of anal fissure, shoulder pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for coccydynia, corneal oedema, dyspepsia, dyspnoea, dysuria, epigastric pain, flatulence, gastrooesophageal reflux disease, hypertension, menopausal symptoms, micturition urgency, muscle contracture, musculoskeletal pain, nasal operation, neck pain, obesity, pain ankle, pain in extremity, palatal oedema, plantar fasciitis, pollakiuria, premenstrual syndrome, rotator cuff syndrome, spinal pain, stress urinary incontinence, weight increased, the first episode of anal fissure, the first episode of sinusitis, the first episode of urinary tract infection, arthritic pains, heartburn, stomach pain, the second episode of anal fissure, the second episode of sinusitis, the second episode of urinary tract infection and shoulder pain with essure. The reporter considered abdominal pain lower, abdominal pain nos, anxiety, dysmenorrhoea, genital haemorrhage, lumbo-sacral pain, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, swelling, vaginal haemorrhage, vaginal infection, the first episode of amenorrhoea, the first episode of headache, abdominal pain, frontal headache, sacral pain, the second episode of amenorrhoea, chronic abdominal pain and the second episode of headache to be related to essure. The reporter commented: consultations in the otolaryngology service on (B)(6) 2016: acute repetitive maxillary sinusitis, possibly odontogenic. An assessment was requested from the maxillofacial surgery service on a preferential basis. The patient attended the maxillofacial surgery service on (B)(6) 2016 and (B)(6) 2017. Exodontia was ruled out as it was not considered the cause of the sinusitis and due to the high possibility of orosinusal communication. In a digestive consultation on (B)(6) 2016: no melena, no dysphagia, no weight loss. In the urology consultation on (B)(6) 2016: she referred three episodes of urinary tract infection since the last consultation, without fever, hematuria or other symptoms. Check-up in the urology service(B)(6) 2017: asymptomatic and referred not having presented new episodes of urinary infections and improvement of incontinence with pelvic floor exercises. The patient mentioned that on (B)(6) 2018 she had been assessed in the emergency service for persistent abdominal pain and amenorrhea of 5 months of evolution. The patient also reported that she had continuous pelvic pain, which limits and alters her quality of life and had seen different specialists without finding a cause for pelvic pain. Abdominal pain and pelvic pain associated with essure intratubal devices inserted in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: patient with tubal sterilization with the essure method with both micro-inserts projected in the pelvis of normal morphology and location with a distance between their internal images of less than 4 cm. Radiopaque images are not identified on the renal silhouettes or in the ureteric tracts suggesting radiopaque lithiasis. Normal gastrointestinal pattern and aeration.; on (B)(6) 2016: without significant alterations.. Allergy test - on (B)(6) 2018: negative for metals, plastics and glues; a battery of standard aeroallergens (pollen, mites, fungi, epithelia, latex, anisakis, panallergens) was also performed with a positive result for cats and grasses (lolium, dcatylis, phelum, secale, olive).; on (B)(6) 2019: diagnostic judgment: uvular edema possibly related to sinusitis and laryngitis. Mustard allergy, alergic rhinitis due to hypersensitivity to grass pollen and olive. Bacterial test - on (B)(6) 2016: helicobacter pylori +. Biopsy stomach - on (B)(6) 2017: without significant histological changes and h. Pylori was not identified.. Blood test - on (B)(6) 2016: normal hemogram; on (B)(6) 2018: hemoglobin level of 11.7 g/dl, absence of leukocytosis and crp 3.9.; on (B)(6) 2018: hemoglobin level of 12.7 g /dl, absence of leukocytosis and the rest was normal.. Computerised tomogram - on (B)(6) 2015: compatible with normality. Culture urine - on (B)(6) 2016: positive for e. Coli. Cytology - on an unknown date: negative. Endoscopy - on (B)(6) 2017: inflammatory mucosa and a possible retention cyst.. Endoscopy upper gastrointestinal tract - in 2005: hiatal hernia; on (B)(6) 2017: small sliding hiatal hernia.. Gynaecological examination - on an unknown date: normal, normal flow with negative culture; on (B)(6) 2017: speculoscopy: normal external genitalia and vagina, well epithelialized neck, macroscopically healthy, no bleeding or leucorrhea. Vaginal examination: mobile neck, not painful to lateralization, uterus palpation not carried out due to obesity, not feel adnexal masses.; on (B)(6) 2018: genitals, normal vaginal, suitable, hypertrophic neck, suitable for mobilizer, mobile uterus.. Human papilloma virus test - on an unknown date: negative. Hysteroscopy - on (B)(6) 2014: satisfactory placement of the devices in the fallopian tubes: ¿successful insertion. Ro: 4 spirals; lo: 3 spirals¿.. Magnetic resonance imaging - on (B)(6) 2013: angiography did not reveal vascular malformation pathology.; on (B)(6) 2016: did not show any pathological alterations of interest.; on (B)(6) 2019: discrete osteochondrotic and spodylosic changes, with small diffuse posterior disc bulges that are associated with slight changes of degenerative arthropathy in the lower lumbar interface joints, without producing significant stenosis of the foraminal canal, no signs of compression or inflammatory radicular involvement. Mild inflammatory changes associated with degenerative ones in the lumbar interapophisary joints¿. No radicular pain at that time. Right subacromial syndrome after exertion 3 months ago.; on (B)(6) 2019: better mobility but pain persists. Infiltration.; on (B)(6) 2019: mild degenerative acromioclavicular changes with capsular hypertrophy, small osteophytes and subtle subchondral edema. Pathology test - on (B)(6) 2018: presence of metallic structures compatible with essure in both tubes.; on (B)(6) 2018: cervix without significant alterations; advanced secretory endometrium, tubes with vasocongestion, left paratubal hydatid of morgagni, presence of metal structures compatible with essure in both tubes.. Physical examination - on (B)(6) 2016: the patient presented pain on palpation of the last lumbar and sacral vertebrae and on gluteal insertion and palpation of the psoas.; on (B)(6) 2018: scars with good evolution, a globular, soft and depressible abdomen, no vaginal bleeding with closed dome, soft consistency and not bulging.; on (B)(6) 2018: laparoscopy scars with good evolution. The staples were removed from the umbilical port and disinfection was performed with saline solution and betadine. Globular, soft and depressible abdomen. No active vaginal bleeding. Dome closed to the touch, soft consistency, not domed.; on (B)(6) 2019: pain on palpation l5-s1. Absent lasegue. Osteotendinous reflexes present and symmetrical. Preserved distal force.; on (B)(6) 2019: diffuse lumbar apophysalgia, lasegue negative. Preserved force. No data on peripheral arthritis in any location. The diagnosis issued was: mechanical rhythm arthromyalgia without current inflammatory data. Mechanical low back pain without current neurological compromise.. Pulmonary function test - on (B)(6) 2018: normal. Sinoscopy - on (B)(6) 2013: showed an occupation of the left maxillary sinus.; on (B)(6) 2014: surgical changes of the left frontal sinus and ipsilateral nostril. Small retention cyst of the right maxillary sinus. Spinal x-ray - on (B)(6) 2016: distortion of the l5-s1 space. Ultrasound abdomen - on an unknown date: normal; on (B)(6) 2014: findings in relation to a double left renal excretory system, with doubtful lithiasis in the lower caliceal group. Essure devices in the tubal ostium.; on (B)(6) 2017: hepatic steatosis grade ii. Ultrasound kidney - on (B)(6) 2012: intravesical lithiasis.. Ultrasound pelvis - on (B)(6) 2017: without pathological alterations. Ultrasound scan - on (B)(6) 2019: image suggestive of partial rupture of supraspinatus tendon. Shoulder infiltration.. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteroverted flexion of 77.9 x 48.3 mm, with linear endometrium; right ovary of 10 mm normal; left ovary, 24.3 mm, normal. No free liquid in douglas.; on (B)(6) -2017: uterus in regular anteversion, normal annexes, douglas free.; on (B)(6) 2018: ruling out urgent gynecological pathology.; on (B)(6) 2018: uterus in anteroverted flexion, regular 86 x 47 x 61 mm, both normal annexes, no free fluid.; on (B)(6) 2018: both ovaries with normal characteristics, a free pelvis and no blood accumulations.; on (B)(6) 2018: both ovaries with normal characteristics. Free pelvis. No blood accumulations.; on (B)(6) 2020: normal. Urodynamics measurement - on (B)(6) 2016: vol 600 cc, q max 34 cc, q mean 18 with normal curve without rpm.. Urogram - on (B)(6) 2013: left ureterocele with image of lithiasis that conditions ureteral ectasia.; on (B)(6) 2015: no evidence of pathology except an incomplete double system in the left kidney with fusion of both buds in the distal third of ureter without evidence of lithiasis or other alteration in the distal third of the ureter or in the urethral meatus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: two new reporter types (other), complete date of essure removal and essure lot number has been provided and essure insertion date has been confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of chronic abdominal pain ('abdominal pain / pain in the hypogastrium / chronic abdominal pain'), pelvic pain ('pelvic pain / pelvic pain / continuous pelvic pain'), pelvic inflammatory disease ('inflammation of the hypogastrium') and perforation ('organ perforation') in a 37-year-old female patient who had essure (batch no. 936678) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included facial pain (started in the upper left canine fossa towards the homolateral inner canthus with posterior rhinorrhea as an iron rod piercing her face.) On (B)(6) 2014, ureterocele (the lithiasis was removed.) On (B)(6) 2013, headache on (B)(6) 2013, sinusitis (she attended consultations on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013.) On (B)(6) 2013, endometrial polyp (and normal tubes) on (B)(6) 2013, dyspnea on (B)(6) 2012, upper respiratory infection on (B)(6) 2012, back pain in 2011, kidney stones, multigravida (pregnancies 2 births 2; one of her pregnancies was on 2006.), menstruation normal (eumenorrhea) and renal colic. Previously administered products included for contraception: cerazette on (B)(6) 2013; for an unreported indication: gabapentin on (B)(6) 2013 and tryptizol on (B)(6) 2013. Concurrent conditions included coagulation disorder (antithrombin iii deficiency) since 2006, drug intolerance (hormonal contraceptive) and arterial hypertension. Family history included breast cancer (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) for allergy, paracetamol for analgesic therapy, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since (B)(6) 2019 for arthromyalgia, methylprednisolone (urbason) since (B)(6) 2019 for edema uvula and dyspnea, metamizole magnesium (nolotil) for pain, ascorbic acid;beta glucan (imunoglukan p4h) since (B)(6) 2016 for preoperative care, antibiotics since (B)(6) 2016 for sinusitis, ciprofloxacin, fosfomycin since (B)(6) 2017 and nitrofurantoin since (B)(6) 2016 for urinary tract infection as well as dexketoprofen trometamol (enantyum) until (B)(6) 2015, diclofenac sodium (voltaren), enoxaparin sodium (clexane), paroxetine, polycarbophil;sodium acetate (hidrafemme), prasterone (intrarosa) and pregabalin (gatica). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced corneal oedema ("corneal edema (accidental exposure to caustic)"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced the first episode of headache ("headache improvement"). On (B)(6) 2014, the patient experienced the first episode of anal fissure ("long-standing anal fissure (now closed and asymptomatic)"). On (B)(6) 2014, the patient underwent nasal operation ("left nasal endoscopic surgery"). On (B)(6) 2014, the patient experienced frontal headache ("intense pain in the left frontal area"). On (B)(6) 2015, the patient experienced hypertension ("arterial hypertension"). On (B)(6) 2015, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In (B)(6) 2015, the patient experienced neck pain ("cervical pain"). In (B)(6) 2015, the patient experienced dyspepsia ("mixed dyspepsia"). On (B)(6) 2016, the patient experienced pain ankle ("right subtalar pain"). On (B)(6) 2016, the patient experienced abdominal pain nos ("non-specific abdominal pain") and the first episode of urinary tract infection ("urinary tract infection"). In 2016, the patient experienced menstruation irregular ("menstrual irregularities") and was found to have weight increased ("weight gain of 4 kg"). On (B)(6) 2016, the patient experienced epigastric pain ("epigastric pain with reflux / stomach-aches"), gastrooesophageal reflux disease ("epigastric pain with reflux") and heartburn ("long-standing heartburn"). On (B)(6) 2016, the patient experienced pain ("non-specific pain") and menorrhagia ("increased flow"). On (B)(6) 2016, the patient experienced dysuria ("urination difficulty and urgency"), micturition urgency ("urination difficulty and urgency") and stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2016, the patient experienced coccydynia ("coccyx pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium") and pollakiuria ("pollakiuria and dysthymic sensation"). On (B)(6) 2016, the patient experienced the first episode of sinusitis ("episodes of sinusitis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of headache ("headache secondary") and spinal pain ("cervical pain"). On (B)(6) 2017, the patient experienced the second episode of sinusitis ("episode of left sinusitis") and the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced obesity ("obesity"). In (B)(6) 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced muscle contracture ("left trapezius contracture"). On (B)(6) 2018, the patient experienced pyrexia ("episode of fever of up to 37.8 ° c"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding (in an amount similar to menstruation)"). On (B)(6) 2018, the patient experienced plantar fasciitis ("right foot plantar fasciitis") and arthritic pains ("left hand third finger arthritis"). On (B)(6) 2019, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2019, the patient experienced lumbo-sacral pain ("lumbosacral pain"). On (B)(6) 2019, the patient experienced musculoskeletal pain ("diffuse arthromyalgia ( specially located on the front of the thighs and elbows) intermittently and more intense at the end of the day"). On (B)(6) 2019, the patient experienced the second episode of anal fissure ("anal fissure"). On (B)(6) 2019, the patient experienced rotator cuff syndrome ("right subacromial syndrome"). On (B)(6) 2019, the patient experienced shoulder pain ("pain in the right shoulder"). On (B)(6) 2019, the patient experienced sacral pain ("sacral pain"). On (B)(6) 2020, the patient experienced menopausal symptoms ("climacteric symptoms (mainly associated with hot flashes, irritability and drowsiness)"). On an unknown date, the patient experienced chronic abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), vaginal infection ("vaginal infection"), swelling ("swelling"), anxiety ("anxiety"), flatulence ("gas"), stomach pain ("stomach pain"), premenstrual syndrome ("premenstrual syndrome"), palatal oedema ("two episodes of uvula edema") and pain in extremity ("tarsalgia"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with herbal remedies for treatment of premenstrual syndrome or dysmenorrhoea, ibuprofen, cranberry (1 every 24 hours for 3 months) and pelvic floor exercises were recommended, infiltration was carried out, infiltration with local anesthetic was performed and physiotherapy treatment was prescribed., physical therapy, surgery (total hysterectomy technique with laparoscopic double salpingectomy), foot infiltration and rehabilitation treatment was prescribed. Essure was removed on (B)(6) 2018. At the time of the report, the chronic abdominal pain, pelvic pain, pelvic inflammatory disease, perforation, dysmenorrhoea, abdominal pain lower, abdominal pain nos, abdominal pain, sacral pain, lumbo-sacral pain, pain, menorrhagia, menstruation irregular, genital haemorrhage, the last episode of amenorrhoea, vaginal haemorrhage, vaginal infection, frontal headache, the last episode of headache, swelling, anxiety, flatulence, stomach pain, weight increased, obesity, premenstrual syndrome, pyrexia, menopausal symptoms, corneal oedema, nasal operation, neck pain, pain ankle, hypertension, dyspepsia, epigastric pain, gastrooesophageal reflux disease, heartburn, the last episode of sinusitis, dysuria, micturition urgency, stress urinary incontinence, coccydynia, pollakiuria, spinal pain, the last episode of urinary tract infection, muscle contracture, plantar fasciitis, arthritic pains, palatal oedema, dyspnoea, rotator cuff syndrome, musculoskeletal pain, the last episode of anal fissure, shoulder pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for coccydynia, corneal oedema, dyspepsia, dyspnoea, dysuria, epigastric pain, flatulence, gastrooesophageal reflux disease, hypertension, menopausal symptoms, micturition urgency, muscle contracture, musculoskeletal pain, nasal operation, neck pain, obesity, pain ankle, pain in extremity, palatal oedema, plantar fasciitis, pollakiuria, premenstrual syndrome, rotator cuff syndrome, spinal pain, stress urinary incontinence, weight increased, the first episode of anal fissure, the first episode of sinusitis, the first episode of urinary tract infection, arthritic pains, heartburn, stomach pain, the second episode of anal fissure, the second episode of sinusitis, the second episode of urinary tract infection and shoulder pain with essure. The reporter considered abdominal pain lower, abdominal pain nos, anxiety, dysmenorrhoea, genital haemorrhage, lumbo-sacral pain, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, swelling, vaginal haemorrhage, vaginal infection, the first episode of amenorrhoea, the first episode of headache, abdominal pain, frontal headache, sacral pain, the second episode of amenorrhoea, chronic abdominal pain and the second episode of headache to be related to essure. The reporter commented: consultations in the otolaryngology service on (B)(6) 2016 and (B)(6) 2016: acute repetitive maxillary sinusitis, possibly odontogenic. An assessment was requested from the maxillofacial surgery service on a preferential basis. The patient attended the maxillofacial surgery service on (B)(6) 2016 and (B)(6) 2017. Exodontia was ruled out as it was not considered the cause of the sinusitis and due to the high possibility of orosinusal communication. In a digestive consultation on (B)(6) 2016: no melena, no dysphagia, no weight loss. In the urology consultation on (B)(6) 2016: she referred three episodes of urinary tract infection since the last consultation, without fever, hematuria or other symptoms. Check-up in the urology service (B)(6) 2017: asymptomatic and referred not having presented new episodes of urinary infections and improvement of incontinence with pelvic floor exercises. The patient mentioned that on (B)(6) 2018 she had been assessed in the emergency service for persistent abdominal pain and amenorrhea of 5 months of evolution. The patient also reported that she had continuous pelvic pain, which limits and alters her quality of life and had seen different specialists without finding a cause for pelvic pain. Abdominal pain and pelvic pain associated with essure intratubal devices inserted in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: patient with tubal sterilization with the essure method with both micro-inserts projected in the pelvis of normal morphology and location with a distance between their internal images of less than 4 cm. Radiopaque images are not identified on the renal silhouettes or in the ureteric tracts suggesting radiopaque lithiasis. Normal gastrointestinal pattern and aeration.; on (B)(6) 2016: without significant alterations.. Allergy test - on (B)(6) 2018: negative for metals, plastics and glues; a battery of standard aeroallergens (pollen, mites, fungi, epithelia, latex, anisakis, panallergens) was also performed with a positive result for cats and grasses (lolium, dcatylis, phelum, secale, olive).; on (B)(6) 2019: diagnostic judgment: uvular edema possibly related to sinusitis and laryngitis. Mustard allergy, allergic rhinitis due to hypersensitivity to grass pollen and olive.. Bacterial test - on (B)(6) 2016: helicobacter pylori +. Biopsy stomach - on (B)(6) 2017: without significant histological changes and h. Pylori was not identified.. Blood test - on (B)(6) 2016: normal hemogram; on (B)(6) 2018: hemoglobin level of 11.7 g/dl, absence of leukocytosis and crp 3.9.; on (B)(6) 2018: hemoglobin level of 12.7 g /dl, absence of leukocytosis and the rest was normal.. Computerised tomogram - on (B)(6) 2015: compatible with normality. Culture urine - on (B)(6) 2016: positive for e. Coli. Cytology - on an unknown date: negative. Endoscopy - on (B)(6) 2017: inflammatory mucosa and a possible retention cyst.. Endoscopy upper gastrointestinal tract - in 2005: hiatal hernia; on (B)(6) 2017: small sliding hiatal hernia.. Gynaecological examination - on an unknown date: normal, normal flow with negative culture; on (B)(6) 2017: speculoscopy: normal external genitalia and vagina, well epithelialized neck, macroscopically healthy, no bleeding or leucorrhea. Vaginal examination: mobile neck, not painful to lateralization, uterus palpation not carried out due to obesity, not feel adnexal masses.; on (B)(6) 2018: genitals, normal vaginal, suitable, hypertrophic neck, suitable for mobilizer, mobile uterus.. Human papilloma virus test - on an unknown date: negative. Hysteroscopy - on (B)(6) 2014: satisfactory placement of the devices in the fallopian tubes: ¿successful insertion. Ro: 4 spirals; lo: 3 spirals¿.. Magnetic resonance imaging - on (B)(6) 2013: angiography did not reveal vascular malformation pathology.; on (B)(6) 2016: did not show any pathological alterations of interest.; on (B)(6) 2019: discrete osteochondrotic and spondylosis changes, with small diffuse posterior disc bulges that are associated with slight changes of degenerative arthropathy in the lower lumbar interface joints, without producing significant stenosis of the foraminal canal, no signs of compression or inflammatory radicular involvement. Mild inflammatory changes associated with degenerative ones in the lumbar interapophisary joints¿. No radicular pain at that time. Right subacromial syndrome after exertion 3 months ago.; on (B)(6) 2019: better mobility but pain persists. Infiltration.; on (B)(6) 2019: mild degenerative acromioclavicular changes with capsular hypertrophy, small osteophytes and subtle subchondral edema. Pathology test - on (B)(6) 2018: presence of metallic structures compatible with essure in both tubes.; on (B)(6) 2018: cervix without significant alterations; advanced secretory endometrium, tubes with vasocongestion, left paratubal hydatid of morgagni, presence of metal structures compatible with essure in both tubes.. Physical examination - on (B)(6) 2016: the patient presented pain on palpation of the last lumbar and sacral vertebrae and on gluteal insertion and palpation of the psoas.; on (B)(6) 2018: scars with good evolution, a globular, soft and depressible abdomen, no vaginal bleeding with closed dome, soft consistency and not bulging.; on (B)(6) 2018: laparoscopy scars with good evolution. The staples were removed from the umbilical port and disinfection was performed with saline solution and betadine. Globular, soft and depressible abdomen. No active vaginal bleeding. Dome closed to the touch, soft consistency, not domed.; on (B)(6) 2019: pain on palpation l5-s1. Absent lasegue. Osteotendinous reflexes present and symmetrical. Preserved distal force.; on (B)(6) 2019: diffuse lumbar apophysalgia, lasegue negative. Preserved force. No data on peripheral arthritis in any location. The diagnosis issued was: mechanical rhythm arthromyalgia without current inflammatory data. Mechanical low back pain without current neurological compromise.. Pulmonary function test - on (B)(6) 2018: normal. Sinoscopy - on (B)(6) 2013: showed an occupation of the left maxillary sinus.; on (B)(6) 2014: surgical changes of the left frontal sinus and ipsilateral nostril. Small retention cyst of the right maxillary sinus. Spinal x-ray - on (B)(6) 2016: distortion of the l5-s1 space. Ultrasound abdomen - on an unknown date: normal; on (B)(6) 2014: findings in relation to a double left renal excretory system, with doubtful lithiasis in the lower caliceal group. Essure devices in the tubal ostium.; on (B)(6) 2017: hepatic steatosis grade ii. Ultrasound kidney - on (B)(6) 2012: intravesical lithiasis.. Ultrasound pelvis - on (B)(6) 2017: without pathological alterations. Ultrasound scan - on (B)(6) 2019: image suggestive of partial rupture of supraspinatus tendon. Shoulder infiltration.. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteroverted flexion of 77.9 x 48.3 mm, with linear endometrium; right ovary of 10 mm normal; left ovary, 24.3 mm, normal. No free liquid in douglas.; on (B)(6) 2017: uterus in regular anteversion, normal annexes, douglas free.; on (B)(6) 2018: ruling out urgent gynecological pathology.; on (B)(6) 2018: uterus in anteroverted flexion, regular 86 x 47 x 61 mm, both normal annexes, no free fluid.; on (B)(6) 2018: both ovaries with normal characteristics, a free pelvis and no blood accumulations.; on (B)(6) 2018: both ovaries with normal characteristics. Free pelvis. No blood accumulations.; on (B)(6) 2020: normal. Urodynamics measurement - on (B)(6) 2016: vol 600 cc, q max 34 cc, q mean 18 with normal curve without rpm.. Urogram - on (B)(6) 2013: left ureterocele with image of lithiasis that conditions ureteral ectasia.; on (B)(6) 2015: no evidence of pathology except an incomplete double system in the left kidney with fusion of both buds in the distal third of ureter without evidence of lithiasis or other alteration in the distal third of the ureter or in the urethral meatus.. Lot number: 936678 manufacturing date: 2012/01 expiration date: 2015/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of chronic abdominal pain ('abdominal pain / pain in the hypogastrium / chronic abdominal pain'), pelvic pain ('pelvic pain / pelvic pain / continuous pelvic pain'), pelvic inflammatory disease ('inflammation of the hypogastrium') and perforation ('organ perforation') in a 37-year-old female patient who had essure (batch no. 936678) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included facial pain (started in the upper left canine fossa towards the homolateral inner canthus with posterior rhinorrhea as an iron rod piercing her face.) On (B)(6) 2014, ureterocele (the lithiasis was removed.) On (B)(6) 2013, headache on (B)(6) 2013, sinusitis (she attended consultations on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013.) On (B)(6) 2013, endometrial polyp (and normal tubes) on (B)(6) 2013, dyspnea on (B)(6) 2012, upper respiratory infection on (B)(6) 2012, back pain in 2011, kidney stones, multigravida (pregnancies 2 births 2; one of her pregnancies was on 2006.), menstruation normal (eumenorrhea) and renal colic. Previously administered products included for contraception: cerazette on (B)(6) 2013; for an unreported indication: gabapentin on (B)(6) 2013 and tryptizol on (B)(6) 2013. Concurrent conditions included coagulation disorder (antithrombin iii deficiency) since 2006, drug intolerance (hormonal contraceptive) and arterial hypertension. Family history included breast cancer (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) for allergy, paracetamol for analgesic therapy, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since (B)(6) 2019 for arthromyalgia, methylprednisolone (urbason) since (B)(6) 2019 for edema uvula and dyspnea, metamizole magnesium (nolotil) for pain, ascorbic acid;beta glucan (imunoglukan p4h) since (B)(6) 2016 for preoperative care, antibiotics since (B)(6) 2016 for sinusitis, ciprofloxacin, fosfomycin since (B)(6) 2017 and nitrofurantoin since (B)(6) 2016 for urinary tract infection as well as dexketoprofen trometamol (enantyum) until (B)(6) 2015, diclofenac sodium (voltaren), enoxaparin sodium (clexane), paroxetine, polycarbophil;sodium acetate (hidrafemme), prasterone (intrarosa) and pregabalin (gatica). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced corneal oedema ("corneal edema (accidental exposure to caustic)"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced the first episode of headache ("headache improvement"). On (B)(6) 2014, the patient experienced the first episode of anal fissure ("long-standing anal fissure (now closed and asymptomatic)"). On (B)(6) 2014, the patient underwent nasal operation ("left nasal endoscopic surgery"). On (B)(6) 2014, the patient experienced frontal headache ("intense pain in the left frontal area"). On (B)(6) 2015, the patient experienced hypertension ("arterial hypertension"). On (B)(6) 2015, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In (B)(6) 2015, the patient experienced neck pain ("cervical pain"). In (B)(6) 2015, the patient experienced dyspepsia ("mixed dyspepsia"). On (B)(6) 2016, the patient experienced pain ankle ("right subtalar pain"). On (B)(6) 2016, the patient experienced abdominal pain nos ("non-specific abdominal pain") and the first episode of urinary tract infection ("urinary tract infection"). In 2016, the patient experienced menstruation irregular ("menstrual irregularities") and was found to have weight increased ("weight gain of 4 kg"). On (B)(6) 2016, the patient experienced epigastric pain ("epigastric pain with reflux / stomach-aches"), gastrooesophageal reflux disease ("epigastric pain with reflux") and heartburn ("long-standing heartburn"). On (B)(6) 2016, the patient experienced pain ("non-specific pain") and menorrhagia ("increased flow"). On (B)(6) 2016, the patient experienced dysuria ("urination difficulty and urgency"), micturition urgency ("urination difficulty and urgency") and stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2016, the patient experienced coccydynia ("coccyx pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium") and pollakiuria ("pollakiuria and dysthermic sensation"). On (B)(6) 2016, the patient experienced the first episode of sinusitis ("episodes of sinusitis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced the second episode of headache ("headache secondary") and spinal pain ("cervical pain"). On (B)(6) 2017, the patient experienced the second episode of sinusitis ("episode of left sinusitis") and the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced obesity ("obesity"). In (B)(6) 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced muscle contracture ("left trapezius contracture"). On (B)(6) 2018, the patient experienced pyrexia ("episode of fever of up to 37.8 ° c"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding (in an amount similar to menstruation)"). On (B)(6) 2018, the patient experienced plantar fasciitis ("right foot plantar fasciitis") and arthritic pains ("left hand third finger arthritis"). On (B)(6) 2019, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2019, the patient experienced lumbo-sacral pain ("lumbosacral pain"). On (B)(6) 2019, the patient experienced musculoskeletal pain ("diffuse arthromyalgia ( specially located on the front of the thighs and elbows) intermittently and more intense at the end of the day"). On (B)(6) 2019, the patient experienced the second episode of anal fissure ("anal fissure"). On (B)(6) 2019, the patient experienced rotator cuff syndrome ("right subacromial syndrome"). On (B)(6) 2019, the patient experienced shoulder pain ("pain in the right shoulder"). On (B)(6) 2019, the patient experienced sacral pain ("sacral pain"). On (B)(6) 2020, the patient experienced menopausal symptoms ("climacteric symptoms (mainly associated with hot flashes, irritability and drowsiness)"). On an unknown date, the patient experienced chronic abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), genital haemorrhage ("excessive bleeding"), vaginal infection ("vaginal infection"), swelling ("swelling"), anxiety ("anxiety"), flatulence ("gas"), stomach pain ("stomach pain"), premenstrual syndrome ("premenstrual syndrome"), palatal oedema ("two episodes of uvula edema") and pain in extremity ("tarsalgia"). The patient was hospitalized from (B)(6) 2018. The patient was treated with herbal remedies for treatment of premenstrual syndrome or dysmenorrhoea, ibuprofen, cramberry (1 every 24 hours for 3 months) and pelvic floor exercises were recommended, infiltration was carried out, infiltration with local anesthetic was performed and physiotherapy treatment was prescribed., physical therapy, surgery (total hysterectomy technique with laparoscopic double salpingectomy), foot infiltration and rehabilitation treatment was prescribed. Essure was removed on (B)(6) 2018. At the time of the report, the chronic abdominal pain, pelvic pain, pelvic inflammatory disease, perforation, dysmenorrhoea, abdominal pain lower, abdominal pain nos, abdominal pain, sacral pain, lumbo-sacral pain, pain, menorrhagia, menstruation irregular, genital haemorrhage, the last episode of amenorrhoea, vaginal haemorrhage, vaginal infection, frontal headache, the last episode of headache, swelling, anxiety, flatulence, stomach pain, weight increased, obesity, premenstrual syndrome, pyrexia, menopausal symptoms, corneal oedema, nasal operation, neck pain, pain ankle, hypertension, dyspepsia, epigastric pain, gastrooesophageal reflux disease, heartburn, the last episode of sinusitis, dysuria, micturition urgency, stress urinary incontinence, coccydynia, pollakiuria, spinal pain, the last episode of urinary tract infection, muscle contracture, plantar fasciitis, arthritic pains, palatal oedema, dyspnoea, rotator cuff syndrome, musculoskeletal pain, the last episode of anal fissure, shoulder pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for coccydynia, corneal oedema, dyspepsia, dyspnoea, dysuria, epigastric pain, flatulence, gastrooesophageal reflux disease, hypertension, menopausal symptoms, micturition urgency, muscle contracture, musculoskeletal pain, nasal operation, neck pain, obesity, pain ankle, pain in extremity, palatal oedema, plantar fasciitis, pollakiuria, premenstrual syndrome, rotator cuff syndrome, spinal pain, stress urinary incontinence, weight increased, the first episode of anal fissure, the first episode of sinusitis, the first episode of urinary tract infection, arthritic pains, heartburn, stomach pain, the second episode of anal fissure, the second episode of sinusitis, the second episode of urinary tract infection and shoulder pain with essure. The reporter considered abdominal pain lower, abdominal pain nos, anxiety, dysmenorrhoea, genital haemorrhage, lumbo-sacral pain, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, swelling, vaginal haemorrhage, vaginal infection, the first episode of amenorrhoea, the first episode of headache, abdominal pain, frontal headache, sacral pain, the second episode of amenorrhoea, chronic abdominal pain and the second episode of headache to be related to essure. The reporter commented: consultations in the otolaryngology service on (B)(6) 2016: acute repetitive maxillary sinusitis, possibly odontogenic. An assessment was requested from the maxillofacial surgery service on a preferential basis. The patient attended the maxillofacial surgery service on (B)(6) 2016 and (B)(6) 2017. Exodontia was ruled out as it was not considered the cause of the sinusitis and due to the high possibility of orosinusal communication. In a digestive consultation on (B)(6) 2016: no melena, no dysphagia, no weight loss. In the urology consultation on (B)(6) 2016: she referred three episodes of urinary tract infection since the last consultation, without fever, hematuria or other symptoms. Check-up in the urology service (B)(6) 2017: asymptomatic and referred not having presented new episodes of urinary infections and improvement of incontinence with pelvic floor exercises. The patient mentioned that on (B)(6) 2018 she had been assessed in the emergency service for persistent abdominal pain and amenorrhea of 5 months of evolution. The patient also reported that she had continuous pelvic pain, which limits and alters her quality of life and had seen different specialists without finding a cause for pelvic pain. Abdominal pain and pelvic pain associated with essure intratubal devices inserted in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: patient with tubal sterilization with the essure method with both micro-inserts projected in the pelvis of normal morphology and location with a distance between their internal images of less than 4 cm. Radiopaque images are not identified on the renal silhouettes or in the ureteric tracts suggesting radiopaque lithiasis. Normal gastrointestinal pattern and aeration.; on (B)(6) 2016: without significant alterations.. Allergy test - on (B)(6) 2018: negative for metals, plastics and glues; a battery of standard aeroallergens (pollen, mites, fungi, epithelia, latex, anisakis, panallergens) was also performed with a positive result for cats and grasses (lolium, dcatylis, phelum, secale, olive).; on (B)(6) 2019: diagnostic judgment: uvular edema possibly related to sinusitis and laryngitis. Mustard allergy, alergic rhinitis due to hypersensitivity to grass pollen and olive.. Bacterial test - on (B)(6) 2016: helicobacter pylori +. Biopsy stomach - on (B)(6) 2017: without significant histological changes and h. Pylori was not identified.. Blood test - on (B)(6) 2016: normal hemogram; on (B)(6) 2018: hemoglobin level of 11.7 g/dl, absence of leukocytosis and crp 3.9.; on (B)(6) 2018: hemoglobin level of 12.7 g /dl, absence of leukocytosis and the rest was normal.. Computerised tomogram - on (B)(6) 2015: compatible with normality. Culture urine - on (B)(6) 2016: positive for e. Coli. Cytology - on an unknown date: negative. Endoscopy - on (B)(6) 2017: inflammatory mucosa and a possible retention cyst.. Endoscopy upper gastrointestinal tract - in 2005: hiatal hernia; on (B)(6) 2017: small sliding hiatal hernia.. Gynaecological examination - on an unknown date: normal, normal flow with negative culture; on (B)(6) 2017: speculoscopy: normal external genitalia and vagina, well epithelialized neck, macroscopically healthy, no bleeding or leucorrhea. Vaginal examination: mobile neck, not painful to lateralization, uterus palpation not carried out due to obesity, not feel adnexal masses.; on (B)(6) 2018: genitals, normal vaginal, suitable, hypertrophic neck, suitable for mobilizer, mobile uterus.. Human papilloma virus test - on an unknown date: negative. Hysteroscopy - on (B)(6) 2014: satisfactory placement of the devices in the fallopian tubes: ¿successful insertion. Ro: 4 spirals; lo: 3 spirals¿.. Magnetic resonance imaging - on (B)(6) 2013: angiography did not reveal vascular malformation pathology.; on (B)(6) 2016: did not show any pathological alterations of interest.; on (B)(6) 2019: discrete osteochondrotic and spodylosic changes, with small diffuse posterior disc bulges that are associated with slight changes of degenerative arthropathy in the lower lumbar interface joints, without producing significant stenosis of the foraminal canal, no signs of compression or inflammatory radicular involvement. Mild inflammatory changes associated with degenerative ones in the lumbar interapophisary joints¿. No radicular pain at that time. Right subacromial syndrome after exertion 3 months ago.; on (B)(6) 2019: better mobility but pain persists. Infiltration.; on (B)(6) 2019: mild degenerative acromioclavicular changes with capsular hypertrophy, small osteophytes and subtle subchondral edema. Pathology test - on (B)(6) 2018: presence of metallic structures compatible with essure in both tubes.; on (B)(6) 2018: cervix without significant alterations; advanced secretory endometrium, tubes with vasocongestion, left paratubal hydatid of morgagni, presence of metal structures compatible with essure in both tubes.. Physical examination - on (B)(6) 2016: the patient presented pain on palpation of the last lumbar and sacral vertebrae and on gluteal insertion and palpation of the psoas.; on (B)(6) 2018: scars with good evolution, a globular, soft and depressible abdomen, no vaginal bleeding with closed dome, soft consistency and not bulging.; on (B)(6) 2018: laparoscopy scars with good evolution. The staples were removed from the umbilical port and disinfection was performed with saline solution and betadine. Globular, soft and depressible abdomen. No active vaginal bleeding. Dome closed to the touch, soft consistency, not domed.; on (B)(6) 2019: pain on palpation l5-s1. Absent lasegue. Osteotendinous reflexes present and symmetrical. Preserved distal force.; on (B)(6) 2019: diffuse lumbar apophysalgia, lasegue negative. Preserved force. No data on peripheral arthritis in any location. The diagnosis issued was: mechanical rhythm arthromyalgia without current inflammatory data. Mechanical low back pain without current neurological compromise.. Pulmonary function test - on (B)(6) 2018: normal. Sinoscopy - on (B)(6) 2013: showed an occupation of the left maxillary sinus.; on (B)(6) 2014: surgical changes of the left frontal sinus and ipsilateral nostril. Small retention cyst of the right maxillary sinus. Spinal x-ray - on (B)(6) 2016: distortion of the l5-s1 space. Ultrasound abdomen - on an unknown date: normal; on (B)(6) 2014: findings in relation to a double left renal excretory system, with doubtful lithiasis in the lower caliceal group. Essure devices in the tubal ostium.; on (B)(6) 2017: hepatic steatosis grade ii. Ultrasound kidney - on (B)(6) 2012: intravesical lithiasis.. Ultrasound pelvis - on (B)(6) 2017: without pathological alterations. Ultrasound scan - on (B)(6) 2019: image suggestive of partial rupture of supraspinatus tendon. Shoulder infiltration.. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteroverted flexion of 77.9 x 48.3 mm, with linear endometrium; right ovary of 10 mm normal; left ovary, 24.3 mm, normal. No free liquid in douglas.; on (B)(6) 2017: uterus in regular anteversion, normal annexes, douglas free.; on (B)(6) 2018: ruling out urgent gynecological pathology.; on (B)(6) 2018: uterus in anteroverted flexion, regular 86 x 47 x 61 mm, both normal annexes, no free fluid.; on (B)(6) 2018: both ovaries with normal characteristics, a free pelvis and no blood accumulations.; on (B)(6) 2018: both ovaries with normal characteristics. Free pelvis. No blood accumulations.; on (B)(6) 2020: normal. Urodynamics measurement - on (B)(6) 2016: vol 600 cc, q max 34 cc, q mean 18 with normal curve without rpm.. Urogram - on (B)(6) 2013: left ureterocele with image of lithiasis that conditions ureteral ectasia.; on (B)(6) 2015: no evidence of pathology except an incomplete double system in the left kidney with fusion of both buds in the distal third of ureter without evidence of lithiasis or other alteration in the distal third of the ureter or in the urethral meatus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: a new reporter (lawyer) was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain secondary to essure / continuous pelvic pain'), pelvic inflammatory disease ('inflammation of the hypogastrium'), perforation ('organ perforation') and multiple episodes of abdominal pain ('abdominal pain / pain in the hypogastrium / chronic abdominal pain associated with essure intratubal devices inserted in 2014', 'severe abdominal pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included facial pain (started in the upper left canine fossa towards the homolateral inner canthus with posterior rhinorrhea as an iron rod piercing her face.) On (B)(6) 2014, ureterocele (the lithiasis was removed.) On (B)(6) 2013, headache on (B)(6) 2013, sinusitis (she attended consultations on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013.) On (B)(6) 2013, endometrial polyp (and normal tubes) on (B)(6) 2013, dyspnea on (B)(6) 2012, upper respiratory infection on (B)(6) 2012, back pain in 2011, kidney stones, multigravida (pregnancies 2 births 2; one of her pregnancies was on 2006.), menstruation normal (eumenorrhea) and renal colic. Previously administered products included for contraception: cerazette on (B)(6) 2013; for an unreported indication: gabapentin on (B)(6) 2013 and tryptizol on (B)(6) 2013. Concurrent conditions included coagulation disorder (antithrombin iii deficiency) since 2006, drug intolerance (hormonal contraceptive) and arterial hypertension. Family history included breast cancer (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) for allergy, paracetamol for analgesic therapy, atropa belladonna extract;caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since (B)(6) 2019 for arthromyalgia, methylprednisolone (urbason) since (B)(6) 2019 for edema uvula and dyspnea, metamizole magnesium (nolotil) for pain, ascorbic acid;beta glucan (imunoglukan p4h) since (B)(6) 2016 for preoperative care, antibiotics since (B)(6) 2016 for sinusitis, ciprofloxacin, fosfomycin since (B)(6) 2017 and nitrofurantoin since (B)(6) 2016 for urinary tract infection as well as dexketoprofen trometamol (enantyum) until (B)(6) 2015, diclofenac sodium, enoxaparin sodium (clexane), paroxetine, polycarbophil;sodium acetate (hidrafemme), prasterone (intrarosa) and pregabalin (gatica). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced corneal oedema ("corneal edema (accidental exposure to caustic)"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced the first episode of headache ("headache improvement"). On (B)(6) 2014, the patient experienced the first episode of anal fissure ("long-standing anal fissure (now closed and asymptomatic)"). On (B)(6) 2014, the patient underwent nasal operation ("left nasal endoscopic surgery"). On (B)(6) 2014, the patient experienced frontal headache ("intense pain in the left frontal area"). On (B)(6) 2015, the patient experienced hypertension ("arterial hypertension"). On (B)(6) 2015, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In (B)(6) 2015, the patient experienced neck pain ("cervical pain"). In (B)(6) 2015, the patient experienced dyspepsia ("mixed dyspepsia"). On (B)(6) 2016, the patient experienced pain ankle ("right subtalar pain"). On (B)(6) 2016, the patient experienced the first episode of urinary tract infection ("urinary tract infection") and abdominal pain nos ("non-specific abdominal pain"). In 2016, the patient experienced menstruation irregular ("menstrual irregularities") and was found to have weight increased ("weight gain of 4 kg"). On (B)(6) 2016, the patient experienced epigastric pain ("epigastric pain with reflux"), gastrooesophageal reflux disease ("epigastric pain with reflux") and heartburn ("long-standing heartburn"). On (B)(6) 2016, the patient experienced pain ("non-specific pain") and menorrhagia ("increased flow"). On (B)(6) 2016, the patient experienced dysuria ("urination difficulty and urgency"), micturition urgency ("urination difficulty and urgency") and stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2016, the patient experienced coccydynia ("coccyx pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium") and pollakiuria ("pollakiuria and dysthermic sensation"). On (B)(6) 2016, the patient experienced the first episode of sinusitis ("episodes of sinusitis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced spinal pain ("cervical pain") and the second episode of headache ("headache secondary"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") and the second episode of sinusitis ("episode of left sinusitis"). On (B)(6) 2017, the patient experienced obesity ("obesity"). In (B)(6) 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced the first episode of abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced muscle contracture ("left trapezius contracture"). On (B)(6) 2018, the patient experienced pyrexia ("episode of fever of up to 37.8 ° c"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding (in an amount similar to menstruation)"). On (B)(6) 2018, the patient experienced plantar fasciitis ("right foot plantar fasciitis") and arthritic pains ("left hand third finger arthritis"). On (B)(6) 2019, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2019, the patient experienced lumbo-sacral pain ("lumbosacral pain"). On (B)(6) 2019, the patient experienced musculoskeletal pain ("diffuse arthromyalgia ( specially located on the front of the thighs and elbows) intermittently and more intense at the end of the day"). On (B)(6) 2019, the patient experienced the second episode of anal fissure ("anal fissure"). On (B)(6) 2019, the patient experienced rotator cuff syndrome ("right subacromial syndrome"). On (B)(6) 2019, the patient experienced shoulder pain ("pain in the right shoulder"). On (B)(6) 2019, the patient experienced sacral pain ("sacral pain"). On (B)(6) 2020, the patient experienced menopausal symptoms ("climacteric symptoms (mainly associated with hot flashes, irritability and drowsiness)"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), perforation (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), flatulence ("gas"), stomach pain ("stomach pain"), vaginal infection ("vaginal infection"), premenstrual syndrome ("premenstrual syndrome"), palatal oedema ("two episodes of uvula edema") and pain in extremity ("tarsalgia"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with herbal remedies for treatment of premenstrual syndrome or dysmenorrhoea, ibuprofen, cranberry (1 every 24 hours for 3 months) and pelvic floor exercises were recommended, infiltration was carried out, infiltration with local anesthetic was performed and physiotherapy treatment was prescribed., physical therapy, surgery (total hysterectomy technique with laparoscopic double salpingectomy), foot infiltration and rehabilitation treatment was prescribed. Essure was removed in 2018. At the time of the report, the last episode of abdominal pain, pelvic pain, pelvic inflammatory disease, perforation, swelling, genital haemorrhage, anxiety, flatulence, stomach pain, menstruation irregular, weight increased, pain, menorrhagia, dysmenorrhoea, vaginal infection, obesity, premenstrual syndrome, pyrexia, vaginal haemorrhage, menopausal symptoms, corneal oedema, nasal operation, frontal headache, neck pain, pain ankle, hypertension, dyspepsia, abdominal pain nos, epigastric pain, gastrooesophageal reflux disease, heartburn, dysuria, micturition urgency, stress urinary incontinence, coccydynia, abdominal pain lower, pollakiuria, spinal pain, the last episode of headache, the last episode of urinary tract infection, the last episode of sinusitis, the last episode of amenorrhoea, muscle contracture, plantar fasciitis, arthritic pains, palatal oedema, dyspnoea, rotator cuff syndrome, lumbo-sacral pain, musculoskeletal pain, the last episode of anal fissure, sacral pain, shoulder pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for coccydynia, corneal oedema, dyspepsia, dyspnoea, dysuria, epigastric pain, flatulence, gastrooesophageal reflux disease, hypertension, lumbo-sacral pain, menopausal symptoms, micturition urgency, muscle contracture, musculoskeletal pain, nasal operation, neck pain, obesity, pain ankle, pain in extremity, palatal oedema, plantar fasciitis, pollakiuria, premenstrual syndrome, rotator cuff syndrome, spinal pain, stress urinary incontinence, weight increased, the first episode of anal fissure, the first episode of sinusitis, the first episode of urinary tract infection, arthritic pains, frontal headache, heartburn, sacral pain, stomach pain, the second episode of amenorrhoea, the second episode of anal fissure, the second episode of sinusitis, the second episode of urinary tract infection and shoulder pain with essure. The reporter considered abdominal pain lower, abdominal pain nos, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, swelling, vaginal haemorrhage, vaginal infection, the first episode of amenorrhoea, the first episode of headache, the first episode of abdominal pain, the second episode of abdominal pain and the second episode of headache to be related to essure. The reporter commented: consultations in the otolaryngology service on (B)(6) 2016 and (B)(6) 2016: acute repetitive maxillary sinusitis, possibly odontogenic. An assessment was requested from the maxillofacial surgery service on a preferential basis. She got on the surgical waiting list for cadwell-luc. The patient attended the maxillofacial surgery service of the (B)(6) complex on (B)(6) 2016 and (B)(6) 2017. Exodontia was ruled out as it was not considered the cause of the sinusitis and due to the high possibility of orosinusal communication. In a digestive consultation on (B)(6) 2016: no melena, no dysphagia, no weight loss. In the urology consultation on (B)(6) 2016: she referred three episodes of urinary tract infection since the last consultation, without fever, hematuria or other symptoms. Check-up in the urology service (B)(6) 2017: asymptomatic and referred not having presented new episodes of urinary infections and improvement of incontinence with pelvic floor exercises. The patient mentioned that on (B)(6) 2018 she had been assessed in the emergency service for persistent abdominal pain and amenorrhea of 5 months of evolution. The patient also reported that she had continuous pelvic pain, which limits and alters her quality of life and had seen different specialists without finding a cause for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Abdominal x-ray - on (B)(6) 2014: patient with tubal sterilization with the essure method with both micro-inserts projected in the pelvis of normal morphology and location with a distance between their internal images of less than 4 cm. Radiopaque images are not identified on the renal silhouettes or in the ureteric tracts suggesting radiopaque lithiasis. Normal gastrointestinal pattern and aeration.; on (B)(6) 2016: without significant alterations.. Allergy test - on (B)(6) 2018: negative for metals, plastics and glues; a battery of standard aeroallergens (pollen, mites, fungi, epithelia, latex, anisakis, panallergens) was also performed with a positive result for cats and grasses (lolium, dcatylis, phelum, secale, olive).; on (B)(6) 2019: diagnostic judgment: uvular edema possibly related to sinusitis and laryngitis. Mustard allergy, allergic rhinitis due to hypersensitivity to grass pollen and olive.. Bacterial test - on (B)(6) 2016: helicobacter pylori +. Biopsy stomach - on (B)(6) 2017: without significant histological changes and h. Pylori was not identified.. Blood test - on (B)(6) 2016: normal hemogram; on (B)(6) 2018: hemoglobin level of 11.7 g/dl, absence of leukocytosis and crp 3.9.; on (B)(6) 2018: hemoglobin level of 12.7 g /dl, absence of leukocytosis and the rest was normal.. Computerised tomogram - on (B)(6) 2015: compatible with normality. Culture urine - on (B)(6) 2016: positive for e. Coli. Cytology - on an unknown date: negative. Endoscopy - on (B)(6) 2017: inflammatory mucosa and a possible retention cyst.. Endoscopy upper gastrointestinal tract - in 2005: hiatal hernia; on (B)(6) 2017: small sliding hiatal hernia.. Gynaecological examination - on an unknown date: normal, normal flow with negative culture; on (B)(6) 2017: speculoscopy: normal external genitalia and vagina, well epithelialized neck, macroscopically healthy, no bleeding or leucorrhea. Vaginal examination: mobile neck, not painful to lateralization, uterus palpation not carried out due to obesity, not feel adnexal masses.; on (B)(6) 2018: genitals, normal vaginal, suitable, hypertrophic neck, suitable for mobilizer, mobile uterus.. Human papilloma virus test - on an unknown date: negative. Hysteroscopy - on (B)(6) 2014: satisfactory placement of the devices in the fallopian tubes: ¿successful insertion. Ro: 4 spirals; lo: 3 spirals¿.. Magnetic resonance imaging - on (B)(6) 2013: angiography did not reveal vascular malformation pathology.; on (B)(6) 2016: did not show any pathological alterations of interest.; on (B)(6) 2019: discrete osteochondrotic and spodylosic changes, with small diffuse posterior disc bulges that are associated with slight changes of degenerative arthropathy in the lower lumbar interface joints, without producing significant stenosis of the foraminal canal, no signs of compression or inflammatory radicular involvement. Mild inflammatory changes associated with degenerative ones in the lumbar interapophisary joints¿. No radicular pain at that time. Right subacromial syndrome after exertion 3 months ago.; on (B)(6) 2019: better mobility but pain persists. Infiltration.; on (B)(6) 2019: mild degenerative acromioclavicular changes with capsular hypertrophy, small osteophytes and subtle subchondral edema. Pathology test - on (B)(6) 2018: presence of metallic structures compatible with essure in both tubes.; on (B)(6) 2018: cervix without significant alterations; advanced secretory endometrium, tubes with vasocongestion, left paratubal hydatid of morgagni, presence of metal structures compatible with essure in both tubes.. Physical examination - on (B)(6) 2016: the patient presented pain on palpation of the last lumbar and sacral vertebrae and on gluteal insertion and palpation of the psoas.; on (B)(6) 2018: scars with good evolution, a globular, soft and depressible abdomen, no vaginal bleeding with closed dome, soft consistency and not bulging.; on (B)(6) 2018: laparoscopy scars with good evolution. The staples were removed from the umbilical port and disinfection was performed with saline solution and betadine. Globular, soft and depressible abdomen. No active vaginal bleeding. Dome closed to the touch, soft consistency, not domed.; on (B)(6) 2019: pain on palpation l5-s1. Absent lasegue. Osteotendinous reflexes present and symmetrical. Preserved distal force.; on (B)(6) 2019: diffuse lumbar apophysalgia, lasegue negative. Preserved force. No data on peripheral arthritis in any location. The diagnosis issued was: mechanical rhythm arthromyalgia without current inflammatory data. Mechanical low back pain without current neurological compromise.. Pulmonary function test - on (B)(6) 2018: normal. Sinoscopy - on (B)(6) 2013: showed an occupation of the left maxillary sinus.; on (B)(6) 2014: surgical changes of the left frontal sinus and ipsilateral nostril. Small retention cyst of the right maxillary sinus. Spinal x-ray - on (B)(6) 2016: distortion of the l5-s1 space. Ultrasound abdomen - on an unknown date: normal; on (B)(6) 2014: findings in relation to a double left renal excretory system, with doubtful lithiasis in the lower caliceal group. Essure devices in the tubal ostium.; on (B)(6) 2017: hepatic steatosis grade ii. Ultrasound kidney - on (B)(6) 2012: intravesical lithiasis.. Ultrasound pelvis - on (B)(6) 2017: without pathological alterations. Ultrasound scan - on (B)(6) 2019: image suggestive of partial rupture of supraspinatus tendon. Shoulder infiltration.. Ultrasound scan vagina - on (B)(6) 2017: uterus in anteroverted flexion of 77.9 x 48.3 mm, with linear endometrium; right ovary of 10 mm normal; left ovary, 24.3 mm, normal. No free liquid in (B)(6).; on (B)(6) 2017: uterus in regular anteversion, normal annexes, (B)(6).; on (B)(6) 2018: ruling out urgent gynecological pathology.; on (B)(6) 2018: uterus in anteroverted flexion, regular 86 x 47 x 61 mm, both normal annexes, no free fluid.; on (B)(6) 2018: both ovaries with normal characteristics, a free pelvis and no blood accumulations.; on (B)(6) 2018: both ovaries with normal characteristics. Free pelvis. No blood accumulations.; on (B)(6) 2020: normal. Urodynamics measurement - on (B)(6) 2016: vol 600 cc, q max 34 cc, q mean 18 with normal curve without rpm.. Urogram - on (B)(6) 2013: left ureterocele with image of lithiasis that conditions ureteral ectasia.; on (B)(6) 2015: no evidence of pathology except an incomplete double system in the left kidney with fusion of both buds in the distal third of ureter without evidence of lithiasis or other alteration in the distal third of the ureter or in the urethral meatus.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2020: quality-safety evaluation of ptc. On 27-nov-2020: ha number received - (B)(4). On 27-nov-2020: ha number received - (B)(4). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pelvic pain secondary to essure / continuous pelvic pain'), pelvic inflammatory disease ('inflammation of the hypogastrium'), perforation ('organ perforation') and multiple episodes of abdominal pain ('abdominal pain / pain in the hypogastrium / chronic abdominal pain associated with essure intratubal devices inserted in 2014', 'severe abdominal pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included facial pain (started in the upper left canine fossa towards the homolateral inner canthus with posterior rhinorrhea as an iron rod piercing her face.) On (B)(6) 2014, ureterocele (the lithiasis was removed.) On (B)(6) 2013, headache on (B)(6) 2013, sinusitis (she attended consultations on (B)(6) 2013, (B)(6) 2013, (B)(6) 2013, (B)(6) 2013.) On (B)(6) 2013, endometrial polyp (and normal tubes) on (B)(6) 2013, dyspnea on (B)(6) 2012, upper respiratory infection on (B)(6) 2012, back pain in 2011, kidney stones, pregnancy (pregnancies 2 births 2; one of her pregnancies was on 2006.), menstruation normal (eumenorrhea) and renal colic. Previously administered products included for contraception: cerazette on (B)(6) 2013; for an unreported indication: gabapentin on (B)(6) 2013 and tryptizol on (B)(6) 2013. Concurrent conditions included coagulation disorder (antithrombin iii deficiency) since 2006, drug intolerance (hormonal contraceptive) and arterial hypertension. Family history included breast cancer (grandmother). Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) for allergy, paracetamol for analgesic therapy, atropa belladonna extract; caffeine citrate;codeine phosphate;phenacetin;phenazone;phenobarbital (analgesic comb) since (B)(6) 2019 for arthromyalgia, methylprednisolone (urbason) since (B)(6) 2019 for edema uvula and dyspnea, metamizole magnesium (nolotil) for pain, ascorbic acid; beta glucan (imunoglukan p4h) since (B)(6) 2016 for preoperative care, antibiotics since (B)(6) 2016 for sinusitis, ciprofloxacin, fosfomycin since (B)(6) 2017 and nitrofurantoin since (B)(6) 2016 for urinary tract infection as well as (ainara ), dexketoprofen trometamol (enantyum) until (B)(6) 2015, diclofenac, enoxaparin sodium (clexane), paroxetine, prasterone (intrarosa) and pregabalin (gatica). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced corneal oedema ("corneal edema (accidental exposure to caustic)"), 1 month 3 days after insertion of essure. On (B)(6) 2014, the patient experienced the first episode of headache ("headache improvement"). On (B)(6) 2014, the patient experienced the first episode of anal fissure ("long-standing anal fissure (now closed and asymptomatic)"). On (B)(6) 2014, the patient underwent nasal operation ("left nasal endoscopic surgery"). On (B)(6) 2014, the patient experienced frontal headache ("intense pain in the left frontal area"). On (B)(6) 2015, the patient experienced hypertension ("arterial hypertension"). On (B)(6) 2015, the patient experienced the first episode of amenorrhoea ("amenorrhea"). In (B)(6) 2015, the patient experienced neck pain ("cervical pain"). In (B)(6) 2015, the patient experienced dyspepsia ("mixed dyspepsia"). On (B)(6) 2016, the patient experienced pain ankle ("right subtalar pain"). On (B)(6) 2016, the patient experienced the first episode of urinary tract infection ("urinary tract infection") and abdominal pain nos ("non-specific abdominal pain"). In 2016, the patient experienced menstruation irregular ("menstrual irregularities") and was found to have weight increased ("weight gain of 4 kg"). On (B)(6) 2016, the patient experienced epigastric pain ("epigastric pain with reflux"), gastrooesophageal reflux disease ("epigastric pain with reflux") and heartburn ("long-standing heartburn"). On (B)(6) 2016, the patient experienced pain ("non-specific pain") and menorrhagia ("increased flow"). On (B)(6) 2016, the patient experienced dysuria ("urination difficulty and urgency"), micturition urgency ("urination difficulty and urgency") and stress urinary incontinence ("stress urinary incontinence"). On (B)(6) 2016, the patient experienced coccydynia ("coccyx pain"). On (B)(6) 2016, the patient experienced abdominal pain lower ("pain in the hypogastrium") and pollakiuria ("pollakiuria and dysthermic sensation"). On (B)(6) 2016, the patient experienced the first episode of sinusitis ("episodes of sinusitis"). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2017, the patient experienced spinal pain ("cervical pain") and the second episode of headache ("headache secondary"). On (B)(6) 2017, the patient experienced the second episode of urinary tract infection ("urinary tract infection") and the second episode of sinusitis ("episode of left sinusitis"). On (B)(6) 2017, the patient experienced obesity ("obesity"). In (B)(6) 2017, the patient experienced the second episode of amenorrhoea ("amenorrhea"). On (B)(6) 2018, the patient experienced the first episode of abdominal pain ("severe abdominal pain"). On (B)(6) 2018, the patient experienced muscle contracture ("left trapezius contracture"). On (B)(6) 2018, the patient experienced pyrexia ("episode of fever of up to 37.8 ° c"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("vaginal bleeding (in an amount similar to menstruation)"). On (B)(6) 2018, the patient experienced plantar fasciitis ("right foot plantar fasciitis") and arthralgia ("left hand third finger arthritis"). On (B)(6) 2019, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2019, the patient experienced lumbo-sacral pain ("lumbosacral pain"). On (B)(6) 2019, the patient experienced musculoskeletal pain ("diffuse arthromyalgia ( specially located on the front of the thighs and elbows) intermittently and more intense at the end of the day"). On (B)(6) 2019, the patient experienced the second episode of anal fissure ("anal fissure"). On (B)(6) 2019, the patient experienced rotator cuff syndrome ("right subacromial syndrome"). On (B)(6) 2019, the patient experienced shoulder pain ("pain in the right shoulder"). On (B)(6) 2019, the patient experienced sacral pain ("sacral pain"). On (B)(6) 2020, the patient experienced menopausal symptoms ("climacteric symptoms (mainly associated with hot flashes, irritability and drowsiness)"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criteria hospitalization, medically significant and intervention required), pelvic pain (seriousness criterion medically significant), pelvic inflammatory disease (seriousness criterion medically significant), perforation (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), flatulence ("gas"), stomach pain ("stomach pain"), vaginal infection ("vaginal infection"), premenstrual syndrome ("premenstrual syndrome"), palatal oedema ("two episodes of uvula edema") and pain in extremity ("tarsalgia"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with (exelvit premenstrual), ibuprofen, cranberry (1 every 24 hours for 3 months) and pelvic floor exercises were recommended, infiltration was carried out, infiltration with local anesthetic was performed and physiotherapy treatment was prescribed., physical therapy, surgery (total hysterectomy technique with laparoscopic double salpingectomy), foot infiltration and rehabilitation treatment was prescribed. Essure was removed in 2018. At the time of the report, the last episode of abdominal pain, pelvic pain, pelvic inflammatory disease, perforation, swelling, genital haemorrhage, anxiety, flatulence, stomach pain, menstruation irregular, weight increased, pain, menorrhagia, dysmenorrhoea, vaginal infection, obesity, premenstrual syndrome, pyrexia, vaginal haemorrhage, menopausal symptoms, corneal oedema, nasal operation, frontal headache, neck pain, pain ankle, hypertension, dyspepsia, abdominal pain nos, epigastric pain, gastrooesophageal reflux disease, heartburn, dysuria, micturition urgency, stress urinary incontinence, coccydynia, abdominal pain lower, pollakiuria, spinal pain, the last episode of headache, the last episode of urinary tract infection, the last episode of sinusitis, the last episode of amenorrhoea, muscle contracture, plantar fasciitis, arthralgia, palatal oedema, dyspnoea, rotator cuff syndrome, lumbo-sacral pain, musculoskeletal pain, the last episode of anal fissure, sacral pain, shoulder pain and pain in extremity outcome was unknown. The reporter provided no causality assessment for coccydynia, corneal oedema, dyspepsia, dyspnoea, dysuria, epigastric pain, flatulence, gastrooesophageal reflux disease, hypertension, lumbo-sacral pain, menopausal symptoms, micturition urgency, muscle contracture, musculoskeletal pain, nasal operation, neck pain, obesity, pain ankle, pain in extremity, palatal oedema, plantar fasciitis, pollakiuria, premenstrual syndrome, rotator cuff syndrome, spinal pain, stress urinary incontinence, weight increased, the first episode of anal fissure, the first episode of sinusitis, the first episode of urinary tract infection, arthralgia, frontal headache, heartburn, sacral pain, stomach pain, the second episode of amenorrhoea, the second episode of anal fissure, the second episode of sinusitis, the second episode of urinary tract infection and shoulder pain with essure. The reporter considered abdominal pain lower, abdominal pain nos, anxiety, dysmenorrhoea, genital haemorrhage, menorrhagia, menstruation irregular, pain, pelvic inflammatory disease, pelvic pain, perforation, pyrexia, swelling, vaginal haemorrhage, vaginal infection, the first episode of amenorrhoea, the first episode of headache, the first episode of abdominal pain, the second episode of abdominal pain and the second episode of headache to be related to essure. The reporter commented: consultations in the otolaryngology service on (B)(6) 2016 and (B)(6) 2016: acute repetitive maxillary sinusitis, possibly odontogenic. An assessment was requested from the maxillofacial surgery service on a preferential basis. She got on the surgical waiting list for cadwell-luc. The patient attended the maxillofacial surgery service of the toledo hospital complex on (B)(6) 2016 and (B)(6) 2017. Exodontia was ruled out as it was not considered the cause of the sinusitis and due to the high possibility of orosinusal communication. In a digestive consultation on (B)(6) 2016: no melena, no dysphagia, no weight loss. In the urology consultation on (B)(6) 2016: she referred three episodes of urinary tract infection since the last consultation, without fever, hematuria or other symptoms. Check-up in the urology service (B)(6) 2017: asymptomatic and referred not having presented new episodes of urinary infections and improvement of incontinence with pelvic floor exercises. The patient mentioned that on (B)(6) 2018 she had been assessed in the emergency service for persistent abdominal pain and amenorrhea of 5 months of evolution. The patient also reported that she had continuous pelvic pain, which limits and alters her quality of life and had seen different specialists without finding a cause for pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.3 kg/sqm. Abdominal x-ray on (B)(6) 2014: patient with tubal sterilization with the essure method with both micro-inserts projected in the pelvis of normal morphology and location with a distance between their internal images of less than 4 cm. Radiopaque images are not identified on the renal silhouettes or in the ureteric tracts suggesting radiopaque lithiasis. Normal gastrointestinal pattern and aeration.; on (B)(6) 2016: without significant alterations. Allergy test on (B)(6) 2018: negative for metals, plastics and glues; a battery of standard aeroallergens (pollen, mites, fungi, epithelia, latex, anisakis, panallergens) was also performed with a positive result for cats and grasses (lolium, dcatylis, phelum, secale, olive).; on (B)(6) 2019: diagnostic judgment: uvular edema possibly related to sinusitis and laryngitis. Mustard allergy, allergic rhinitis due to hypersensitivity to grass pollen and olive. Bacterial test on (B)(6) 2016: helicobacter pylori +. Biopsy stomach on (B)(6) 2017: without significant histological changes and h. Pylori was not identified. Blood test on (B)(6) 2016: normal hemogram; on (B)(6) 2018: hemoglobin level of 11.7 g/dl, absence of leukocytosis and crp 3.9.; on (B)(6) 2018: hemoglobin level of 12.7 g /dl, absence of leukocytosis and the rest was normal. Computerised tomogram on (B)(6) 2015: compatible with normality. Culture urine on (B)(6) 2016: positive for e. Coli. Cytology on an unknown date: negative. Endoscopy on (B)(6) 2017: inflammatory mucosa and a possible retention cyst. Endoscopy upper gastrointestinal tract in 2005: hiatal hernia; on (B)(6) 2017: small sliding hiatal hernia. Gynaecological examination - on an unknown date: normal, normal flow with negative culture; on (B)(6) 2017: speculoscopy: normal external genitalia and vagina, well epithelialized neck, macroscopically healthy, no bleeding or leucorrhea. Vaginal examination: mobile neck, not painful to lateralization, uterus palpation not carried out due to obesity, not feel adnexal masses.; on (B)(6) 2018: genitals, normal vaginal, suitable, hypertrophic neck, suitable for mobilizer, mobile uterus. (B)(6) test - on an unknown date: (B)(6). Hysteroscopy on (B)(6) 2014: satisfactory placement of the devices in the fallopian tubes: ¿successful insertion. Ro: 4 spirals; lo: 3 spirals¿. Magnetic resonance imaging on (B)(6) 2013: angiography did not reveal vascular malformation pathology.; on (B)(6) 2016: did not show any pathological alterations of interest.; on (B)(6) 2019: discrete osteochondrotic and spodylosic changes, with small diffuse posterior disc bulges that are associated with slight changes of degenerative arthropathy in the lower lumbar interface joints, without producing significant stenosis of the foraminal canal, no signs of compression or inflammatory radicular involvement. Mild inflammatory changes associated with degenerative ones in the lumbar interapophisary joints¿. No radicular pain at that time. Right subacromial syndrome after exertion 3 months ago.; on (B)(6) 2019: better mobility but pain persists. Infiltration.; on (B)(6) 2019: mild degenerative acromioclavicular changes with capsular hypertrophy, small osteophytes and subtle subchondral edema. Pathology test on (B)(6) 2018: presence of metallic structures compatible with essure in both tubes.; on (B)(6) 2018: cervix without significant alterations; advanced secretory endometrium, tubes with vasocongestion, left paratubal hydatid of morgagni, presence of metal structures compatible with essure in both tubes. Physical examination on (B)(6) 2016: the patient presented pain on palpation of the last lumbar and sacral vertebrae and on gluteal insertion and palpation of the psoas.; on (B)(6) 2018: scars with good evolution, a globular, soft and depressible abdomen, no vaginal bleeding with closed dome, soft consistency and not bulging.; on (B)(6) 2018: laparoscopy scars with good evolution. The staples were removed from the umbilical port and disinfection was performed with saline solution and betadine. Globular, soft and depressible abdomen. No active vaginal bleeding. Dome closed to the touch, soft consistency, not domed.; on (B)(6) 2019: pain on palpation l5-s1. Absent lasegue. Osteotendinous reflexes present and symmetrical. Preserved distal force.; on (B)(6) 2019: diffuse lumbar apophysalgia, lasegue negative. Preserved force. No data on peripheral arthritis in any location. The diagnosis issued was: mechanical rhythm arthromyalgia without current inflammatory data. Mechanical low back pain without current neurological compromise. Pulmonary function test on (B)(6) 2018: normal. Sinoscopy on (B)(6) 2013: showed an occupation of the left maxillary sinus.; on (B)(6) 2014: surgical changes of the left frontal sinus and ipsilateral nostril. Small retention cyst of the right maxillary sinus. Spinal x-ray on (B)(6) 2016: distortion of the l5-s1 space. Ultrasound abdomen on an unknown date: normal; on (B)(6) 2014: findings in relation to a double left renal excretory system, with doubtful lithiasis in the lower caliceal group. Essure devices in the tubal ostium.; on (B)(6) 2017: hepatic steatosis grade ii. Ultrasound kidney on (B)(6) 2012: intravesical lithiasis. Ultrasound pelvis on (B)(6) 2017: without pathological alterations. Ultrasound scan on (B)(6) 2019: image suggestive of partial rupture of supraspinatus tendon. Shoulder infiltration. Ultrasound scan vagina on (B)(6) 2017: uterus in anteroverted flexion of 77.9 x 48.3 mm, with linear endometrium; right ovary of 10 mm normal; left ovary, 24.3 mm, normal. No free liquid in douglas.; on (B)(6) 2017: uterus in regular anteversion, normal annexes, douglas free.; on (B)(6) 2018: ruling out urgent gynecological pathology.; on (B)(6) 2018: uterus in anteroverted flexion, regular 86 x 47 x 61 mm, both normal annexes, no free fluid.; on (B)(6) 2018: both ovaries with normal characteristics, a free pelvis and no blood accumulations.; on (B)(6) 2018: both ovaries with normal characteristics. Free pelvis. No blood accumulations.; on (B)(6) 2020: normal. Urodynamics measurement on (B)(6) 2016: vol 600 cc, q max 34 cc, q mean 18 with normal curve without rpm. Urogram on (B)(6) 2013: left ureterocele with image of lithiasis that conditions ureteral ectasia.; on (B)(6) 2015: no evidence of pathology except an incomplete double system in the left kidney with fusion of both buds in the distal third of ureter without evidence of lithiasis or other alteration in the distal third of the ureter or in the urethral meatus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the adverse event alleged damages was deleted and the reference: invalid case also was deleted. A new rapporteur was added: ana maria garcia heras, who visited the pathological anatomy service of retrievel of intratubal devices (on behalf of the patient). Several new adverse events have been reported: pelvic pain, pelvic pain secondary to essure, continuous pelvic pain, organ perforation (non-specified), abdominal pain, pain in the hypogastrium, chronic abdominal pain associated with essure, severe abdominal pain, corneal edema, lot of headaches episodes, anal fissure, nasal operation, amenorrhea, cervical pain, dyspepsia, urinary tract infection, weight increased, obesity, pain ankle, irregular menstruation, epigastric pain with reflux, heartburn, menorrhagia, dysuria, urination difficulty and urgency, stress urinary, coccyx pain, pollakiuria, abdominal pain lower, dysmenorrhea, muscle contracture, pyrexia, vaginal hemorrhage, diffuse arthromyalgia, lumbosacral pain, subacromial syndrome, anxiety, flatulence, stomach pain, premenstrual syndrome, menopausal symptoms, plantar fasciitis, arthralgia. Medical history provided (facial pain, ureterocele to removal lithiasis, arterial hypertension, coagulation disorder, sinusitis, headaches, upper respiratory infection, back pain, normal menstruation, endometrial polyp, dyspnea, kidney stones, 2 pregnancies live birth, historial drugs (cerazette, gabapntin, tryptizol), concurrent drugs: antihistaminic, paracetamol, analgesics, urbason, nolotil, imunoglukan, ciprofloxacin, nitrofurantoin, fosfomycin, ainara, enantyum, clexane, paroxetine, intrarosa, and gatica. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.